Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post cardiac catheterization. The pt later developed an infection at the puncture site in the groin area, requiring wound drainage.